Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her sensor glucose reading was 54 mg/dl but her blood glucose level was 220 mg/dl. The sensor and blood glucose difference was not within an acceptable range. The last sensor had a bent cannula. Customer's blood glucose level was 413 mg/dl. The customer received a meter blood glucose now alert. The device was not returned.